Event description:
It was reported that this right ventricular (rv) lead has exhibited high out of range shock impedance measurements greater than 200 ohms since the device replacement procedure eleven (11) days prior. The healthcare provider (hcp) indicated that they will bring the patient in, and change the rv lead programming to a single coil configuration. The lead remains in service. No patient symptoms, or adverse patient effects were reported.